Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: tech called in for help on 8015ls unit serial # (B)(4). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: tech get error code 600.6835 on 8015ls unit has to do with network on unit needs to transfer network config. Back onto unit by connect unit to asm software and select transfer network config. Back onto unit. Tech also has error on 8100 unit 211.2000 which is a unspecified communication error occurs needs to replace main board on unit tech will setup unit to come in for services repair. Tech thank me for my assist.